Event description:
Healthcare professional reported a patient was injected with 1.7mls of juvéderm® volux¿ xc into the jawline and 0.2mls of juvéderm® voluma¿ xc into the cheek and 0.8mls into the chin. Just over four months later, patient received 0.2mls of juvéderm® voluma¿ xc into the manidble angle and 0.8mls into the cheeks. Around three and a half months later, patient complained of pain in the right jawline when opening mouth or applying external pressure. Patient was examine by ultrasound and delyaed onset nodule was confirmed. 1ml of hylenex was injected into the nodule with some immediate improvement noted. Event ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.